Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on (B)(6) 2016, the patient experienced elevated blood glucose (bg) between 200mg/dl and 300mg/dl with nausea associated with a recurring occlusion issue. The patient reportedly was treated in the doctor¿s office with insulin via injection and oral carbohydrates and remained on the pump. The reporter stated that the pump was emitting recurring occlusion alarms despite changing supplies. The reporter noted that stress was also a contributing factor to the alleged bg excursion. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a recurring occlusion issue.

Manufacturer narrative:
Follow-up #1: date of submission 01/20/2017. Device evaluation: the device has been returned and evaluated by product analysis on 01/04/2017 with the following findings: a review of the black box indicated multiple occlusion alarms occurred, leading to delivery interruptions on (B)(6) 2016. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The force sensor calibration was found to be within required specifications. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The pump cover was removed and no internal defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.